Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump had crack around the reservoir compartment and reservoir ring was unable to lock in place. The insulin pump will not be returned for analysis.